Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing was normal. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
New information received notes the atrial lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.

Event description:
It was reported that the atrial lead exhibited episodes of noise. No intervention was performed. The patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.